Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2025. On the day of the event, the patient lost consciousness. At the time, the cgm reading was estimated to be between 60 and 70 mg/dl. No low alert was received, as the alert threshold was set to 60 mg/dl and was not crossed. No blood glucose reading was recorded at the onset of symptoms; however, based on the severity of the symptoms, it is likely that the patient¿s actual blood glucose level was critically low. The patient was transported to the hospital and treated with a glucagon injection. Following treatment, the patient stabilized. A fingerstick test showed a cgm reading of 210 mg/dl and a blood glucose reading of 140 mg/dl. An additional blood glucose reading of 170 mg/dl was also reported. The patient recovered and remained in the hospital for only a few hours. There is no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the cgm reading was estimated to be between 60 and 70 mg/dl. The reported glucose values fall within the b zone of the parkes error grid after being treated with glucagon injection. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).